Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working as it would not inflate and deflate. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified fluid leakage. The new device was tested and was fully functional. The patient fully recovered, and there was no additional information was provided.